Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a endoscopic variceal ligation procedure performed on (B)(6) 2025. During the procedure, the bands did not come off ligator unit. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6) hospital. Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.